Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure it was observed that the right ventricular lead had been previously capped on 21 april 2019 due to high capture threshold and pacing impedance. The lead was also noted to be fractured. No further intervention was reported. The patient was in stable condition.

Event description:
I was reported that the patient presented for revision of the right ventricular lead due to elevated capture threshold and high pacing impedance. During the procedure on (B)(6) 2021, it was noted that the lead was fractured. The lead was capped and replaced. The patient was in stable condition.